Event description:
It was reported that the physician was concerned regarding the inaccuracy of this device battery. The device had triggered elective replacement indicator (eri) due to charge time exceeding 15 seconds, however the number of the remaining years was not accurate. The device was thus explanted. The status of the device return is pending information. No additional adverse patient effects were reported.

Event description:
It was reported that the physician was concerned regarding the inaccuracy of this device battery. The device had triggered elective replacement indicator (eri) due to charge time exceeding 15 seconds, however the number of the remaining years was not accurate. The device was thus explanted and will not be returned. No additional adverse patient effects were reported.